Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during a catheter placement procedure, the catheter hub was allegedly found to be broken. It was further reported that the device allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8f navarre drainage catheter was returned for evaluation, one electronic photo was provided for review. Gross visual, microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported catheter hub fracture and material separation issues as fracture was noted on the hub and a piece of hub was noted to have fractured and separated. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 02/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the catheter hub was allegedly found to be broken. It was further reported that the device allegedly leaked. The procedure was completed using drain. There was no reported patient injury.